Event description:
The customer reported bellavista1000 us having alarm 271 - o2 supply fail - no o2 dosing possible while on a patient. Furthermore, the patient was not harm during shut down of the vent, but was taken off because the of the high priority alarm and start manual resuscitation (ambu bagged).

Manufacturer narrative:
At this time, the suspected device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Manufacturer narrative:
At this time, the suspected device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us having alarm 271 - o2 supply fail - no o2 dosing possible while on a patient. Furthermore, the patient was not harm during shut down of the vent, but was taken off because the of the high priority alarm and start manual resuscitation (ambu bagged).

Manufacturer narrative:
Device evaluation update: results of investigation: the suspect device was not returned to vyaire medical for evaluation. A vyaire field service representative(fsr) evaluated the device onsite and noticed a wrong o2 sensor installed in the unit, after installing recommended o2 cell 2p cal performed successfully but zero pressure calibration failed and ended up in replacing the inspiration block. The root cause was determined due to insp block - "press blower" sensor.